Manufacturer narrative:
No patient was present during this event. A medtronic field service engineer visited the site and determined the mvs (mobile viewing station) would not boot up. He replaced 2 fuses in the mvs and it resolved the issue. System fully functional during testing after fuse replacement. No parts have been returned to the manufacturer for further evaluation.

Event description:
A medtronic representative reported that the line power light was out and the mvs (mobile viewing station) would not power on. The site called him on (B)(6) 2016 to report this issue. It was noticed outside of surgery when they were moving the system. No patient present.